Event description:
It was reported that a patient had high impedance on a system diagnostic test. There was reportedly no trauma that caused the high impedance. The patient also reported that he could no longer feel magnet stimulation when the magnet was swiped. Clinic notes stated that the patient had not experienced any increase in seizures since the high impedance was identified. The physician lowered the patient's output current and increased the patient's pulse-width after the high impedance was identified. No known surgical intervention has occurred to date.

Event description:
Clinic notes were received for multiple dates. The clinic notes from (B)(6) 2016 showed that the device was again interrogated and the impedance was still high. The patient underwent a full replacement on (B)(6) 2016. The explanted device has not been returned to the manufacturer to date.

Event description:
Additional information was provided that the explanted product had been discarded after replacement surgery.